Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 447 mg/dl. Customer was feeling pain and treated high blood glucose using a syringe. The customer was mentioned motor error alarm. Troubleshooting was performed. Customer said that drive support cap was normal, and the insulin pump was not exposed to high magnetic field. Customer was advised to discontinue use of the insulin pump and to revert to back up plan per health care professional's instructions until replacement arrives. The device will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor (gold). The motor was tested outside of the device and passed.